Event description:
It was reported that in november, the ¿whole thing went out¿ but the patient was never told why. It was noted the battery was working but no therapy was available. The entire system was then replaced. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot# v007296, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID 3708340, lot# serial# (B)(4), implanted: (B)(6) 2006, product type extension product ID 3708340 lot# serial# (B)(4), implanted: (B)(6) 2006, product type extension (B)(6).